Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 0.112 n/ml. The value did not match the patient's clinical diagnosis according to the doctor. The sample was repeated, resulting in a value of 0.0059 ng/ml. The sample was also repeated on a second analyzer, resulting in a value of 0.008 ng/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration signals were within expectations. Quality controls recovered within range on the day of the event. A general reagent issue can be excluded as controls run prior to the event were within range. Upon review of the alarm trace from (B)(6) 2023 to (B)(6) 2023, no abnormalities were observed. The investigation could not identify a product problem. The cause of the event could not be determined.